Event description:
Customer reported expiration date not printed on compact test strip label. Expiration date was clarified via batch record. No adverse event was reported. Return of the product requested; replacement product sent.